Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #:(B)(4). Description: linear 3-6 lead, 70cm model #: serial, #:(B)(4). Description: scs phiii ext 25cm. Model #: (B)(4), lot #: 17720682. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed an infection at the battery site. Symptom of infection was tenderness at the incision site. The physician believed that the infection was related to the procedure. The patient was prescribed antibiotics and underwent an explant procedure.